Event description:
It was reported that patient was experiencing inadequate pain relief. The patient underwent an explant procedure wherein spinal cord stimulator (scs) system was removed. The explanted device components will not be return as it was discarded by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately few years ago from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 13762665.